Manufacturer narrative:
A ge service representative performed an onsite investigation and the backup data of the s-ram was recovered. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not start up and displayed only a square mark. No pt injury was reported.